Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a varipulse¿ bi-directional catheter and as the medical team was ablating the irrigation tubing "flew off, possibly due to pressure." The medical team completed a full set of ablations on the left veins (approx 8-10) and started ablation on the right veins. They delivered about 3 ablations when the tubing popped off. Approximately 13 sets of ablations were delivered before the tubing came off. The team noted that they lost irrigation and the ngen¿ monitor displayed a "no irrigation" message. The catheter was removed from the body, they attempted to flush it and it was not flushing. The catheter was replaced and the issue resolved. The procedure continued with no further issues. No patient consequences were reported.